Event description:
Surgeon reports the cannula detached from the syringe during product injection. The cannula was reported to have touched the pars plana but not the retina. Some bleeding was observed and a vitrectomy performed. A foldable intra ocular lens was implanted in the sulcus. No post-operative complications have been observed and the pt reports his vision to be better than prior to implant surgery.

Manufacturer narrative:
H.6: the actual syringe was evaluated and no component defects were found. There have been no other reports in this lot. This report was mailed in to FDA on: 09/02/1998. Disclaimer: this info is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury.